Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including trying different wall adapters and charging cables, none of which resolved the issue. Technical support decided to replace the pump and provided instructions for returning the malfunctioning pump, which the customer understood and acknowledged. Customer continued to use the pump for insulin therapy.